Event description:
It was reported that stimulation was turning off on its own. The device was interrogated with the physician programmer, which indicated there was a power on reset (por). The pt's status was "good." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.